Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms, they were unable to clear and unable to rewind it. Customer also stated that insulin pump had frozen display and keypad anomaly. Customer as unable to access the menu screen. Customer stated the insulin pump was exposed to moisture. Customer stated after replacing the new battery buttons were responding. No harm requiring medical intervention was reported. The device will not be returned for analysis.